Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Event description:
It was reported that a patient underwent an olif surgery at the level of l4 ¿ l5 the confirmation after inserting cage revealed that the operated level l4-l5 was mistaken for l3-l4. Finally the fusion of l3-l4-l5 was done.this mistake seemed to happen because of the distance of s1-s2 of this patient was wide and looked like l4-l5. The surgeon mentioned that a "confirmation beyond the fusion area was insufficient." The surgical time was extended more than 60 minutes due to the incident "the planned level was l3-4 but the surgeon found he had placed the cage into l4-5. Then, he additionally proceeded with l3-4 and completed his procedure. He realized the event was his error and did not have a complaint with the cage."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.